Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was stuck around the patient during a case. Site was frantic because of this but they eventually got the gantry to open. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1, product ID: bi71000167, serial/lot #: (B)(6). Product ID: bi71000424, serial/lot #: (B)(6), product ID: bi71000305, h3) the manufacturer representative (rep) went to the site to test the imaging system. The system was getting overloaded with errors which would make the system unresponsive to inputs. This was being caused by bad umbilical and rear cab panel connection. They replaced the rear cab panel and umbilical cable, completed a system checkout and the system was operational. Codes: b01, c04, d02 the software team reviewed the case and found that this was not a software issue. (M021083c001) complaint data analysis found the event was due to a hardware issue. Software functioning as designed. Codes: b01, c19, d14 the umbilical cable was returned for analysis. (Bi71000167) continuity test passed. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Codes: b01, c19, d14 returned: 2025-mar-04 the screws were returned for analysis. (Bi71000424) visual inspection confirm missing hex nut standoff jack screws and a separated pendant and dongle connection. Codes: b01, c07, d02 returned: 2025-mar-04 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.